Event description:
IV bag spike port disconnects from bag during spiking. MFR states that spike port is glued onto bag. Bag is an eva material. When bag port disconnects, sterile product becomes non-sterile and cannot be used. Rptr has had 5 occurrences of this problem since the initial date (3/1/96) of occurrence. MFR was sent defective bags and claims they did not receive them. They were unable to demonstrate problem with other lots. They have offered no further follow-up to problem. This defective product can potentially cause introduction of bacteria into pts thus resulting in serious harm or death. Two hundred and forty bags were sent to co for testing of the engagement of the spike port to the port tube. Co could find no means of dislodging the spike port from the port tube using a push/pull technique, piercing the spike port with a spike and withdrawing same, or by pressurizing the bag with air.